Event description:
Caller alleged discrepant results compared with the lab. Inratio inr=1.7, lab inr=4.9. Patient admitted into hospital because doctor suspected internal bleeding. Patient's previous tests were march inr=2.5, may inr=1.8, june 5th inr=1.2, june 8th inr=1.3, june 15th inr=1.7. Using a diabetic needle for a finger stick.

Manufacturer narrative:
Meter inr 1.7 and lab inr 4.9 obtained; patient admitted to hospital because doctor suspected internal bleeding. Possible sampling or technique error. Possible finger stick not deep enough: reported that diabetic needle was used for finger stick. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: meter: 1.7, lab: 4.9, mean: 3.3, confidence limits: 2.0-5.0. The time elapsed between the meter and the lab test was not given. The mean of the inratio meter and comparative system inr was calculated. The meter value of 1.7 is not within the confidence limits for inr testing. The results are considered inaccurate with the context of the documented variability for inr testing. Product testing is required.